Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a no delivery while changing the infusions set. The patient's mother declined to provide the blood glucose level. Troubleshooting was initiated for the no delivery alarm. The customer was advised to change the infusion set and the reservoir, and the customer was able to prime the pump. The customer was advised that the reservoir change resolved the issue. The old reservoir will be returned for analysis and two reservoirs and infusion sets were shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.